Event description:
The facility representative contacted a baxter (B)(4) representative to report a colleague infusion pump with broken display; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. The software version is currently unknown at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that has a broken display was not confirmed by service. However, during evaluation service did find black lines going through the main display upon power up and the self test. This condition was caused by a faulty main display. The main display was replaced to correct the reported condition. This involved a colleague p1.5 infusion pump with user interface module master software version 6.13.92.

Manufacturer narrative:
(B)(4).a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.